Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. RMA issued.

Event description:
A medtronic representative reported the vertek arm associated with this inav system does not work properly. There was no pt present.